Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken wire in the c & d cable. The root cause for the broken wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and check therapy pad messages.